Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) was unable to power on and made a clicking sound was confirmed during functional testing. The root cause was due to the defective processor board. Visual inspection was performed and found a damaged front enclosure and bent battery lock, unrelated to the reported issue. To remedy the damage, the front enclosure and battery lock were replaced. The autopulse platform is a reusable device. This type of physical damage found during visual inspection is characteristic of mishandling. The autopulse platform failed initial functional testing due to defective processor board. The processor board was replaced to remedy the issue. Data archive could not be recovered for review due to the damage to the processor board. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform sn (B)(4).

Event description:
During device check, the autopulse platform (sn (B)(4)) was unable to power on and made a clicking sound. The customer replaced the battery without any success. No patient involvement.